Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. As a result, the customer experienced a low blood glucose (bg) level of 35 mg/dl. The customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support (tts), it was discovered that the pump was able to vibrate for the alert and is operating as intended. Tts assisted the customer in adjusting sound settings and the customer continued using the pump for insulin therapy.